Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The bolus wizard functioned properly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot and a scratched case.

Event description:
Customer reported receiving constant no delivery alarms. Customer stated that the most recent no delivery alarm occurred during bolus. Blood glucose level was 295 mg/dl at the time of the call. No further information was provided.